Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit declared an oxygen flow out of range and exhalation flow out of range. There was no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date rec'd by MFR: 22jun2019. Date of report: 24jun2019. The exhalation flow sensor was returned to the manufacturer for failure analysis. A visual inspection revealed no evidence of damage or contamination. During testing, the reported event could not be duplicated. No fault was found with the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR :29mar2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. When the flow was set to 100 liters per minute (lpm) the flow read 112 lpm. Another fse visited the site and replaced the exhalation flow sensor and the device; however, the device would not pass the gas volume accuracy test. It was suggested that the oxygen flow sensor or oxygen valve may be the source of the fault. The fse performed further troubleshooting and found that the unit only had an exhalation flow issue and that the oxygen flow values failed testing multiple times. The fse replaced the air flow sensor, oxygen flow sensor and check valve on the gas outlet. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.